Event description:
The following info concerning the event was documented by carefusion tech support specialist in response to a phone conversation with user facility representative(s). "During incoming inspection when (B)(4) set to 50% and the blender is disconnected from either air or o2 the blender does not alarm.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab evaluated the alleged facility device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. This alleged failure could have been caused by end user not properly following the performance checks as stated in the operator's manual. A review of the carefusion complaint system for the past 90 days did find one verified alarm failure. However, the verified alarm failure was caused by a damaged reed plate in the blender bypass alarm assembly.